Event description:
It was reported that the patient started having an increase in pain and spasticity 48 hours before the report. The hcp (healthcare provider) discussed MRI (magnetic resonance imaging) but it was unclear if an MRI was to be done or if it was related to the device or therapy. The device system was used to infuse lioresal. It was later reported that the patient had been hospitalized with increased lower limb spasms but no other symptoms. They were under the care of the neurologists at the hospital. The patient was on oral baclofen and was stable at the time of the report. They did not believe there were any audible pump alarms. The patient had changed states and doctors. They requested a representative interrogate the pump so they could determine the status of the pump as they were unable to do so.

Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).